Event description:
The report from the affiliate indicated that approximately five and one-half (5 1/2) months after the index procedure, the pt had restenosis of two previously implanted cypher stents. The restenotic lesion was a 90% in-stent-restenosis. The restenosis was treated by implantation of an add'l cypher select 3.0 x 8 mm stent.

Manufacturer narrative:
The target lesion for the index procedure was the circumflex coronary artery. The indication for the index procedure was post-acute myocardial infarction (ami) of the anterior wall. Two (2) cypher stents: a 2.5 x 18 mm and a 2.75 x 13 mm stents were implanted. The product is not available for evaluation and testing. No add'l info is available. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2006-00930 and # 9616099-2006-00931. A male pt with a history diabetes, previous mi and smoking experienced restenosis five and a half months post cypher stent implantations. Initially, the pt was admitted with an awmi and underwent an angiogram that revealed a lesion in his circumflex. This pt's history and presentation with an mi puts him at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. No vessel and/or lesion characteristics were provided. It is not known, if the lesion was pre-dilated prior to the placement of two cypher stents; a 2.50 x 18 mm and a 2.75 x 13 mm. No other procedural details were provided. The post procedural administration of asa and plavix were not reported. Five and a half months after the index procedure, the pt returned for a repeat angiogram that revealed a 90% isr of the previously implanted cypher stents. No difficulty wire or accessing the lesion was reported. No other vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the introduction of a 3.00 x 29 mm cypher select stent. It was reported that this product appeared normal when taken out of the package. When the procedural physician attempted to inflate the balloon to a maximum inflation pressure of 18atm, it has trouble inflating completely. According to the IFU, the rated burst pressure of the cypher select stent should not be exceeded in order to prevent intimal damage or vessel dissection. He reported that the inflation difficulty felt like there might be a small leak in the balloon although no contrast was seen leaking from the balloon. There was no reported injury to the pt. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the mfg records could not be performed. Based on the info provided, it is not possible to draw a conclusion about a relationship between the devices and the event. However, there are pt and possible vessel, procedural and pharmacological factors that may have contributed to it. Please note that this is the initial/final report for this product.